Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they interrogated ins and checked the battery longevity but it was showing 94 months with caveat of "based on a new device". Caller stated patient didn't mention anything ins turning off nor did caller see a "data lost" message upon interrogation. Caller stated they are replacing the lead today due to migration and are wondering if they should also replace the ins. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Technical services specialist (tss) reviewed that ins likely underwent a power on reset (por) at some point during the life of the device and how this affects battery longevity results. Tss reviewed that given age of implant and replacing the lead today, it would be reasonable to replace the ins. Caller spoke with office last week about lead migration and at that point the battery life was listed as ok but caller just interrogated ins today and saw the battery information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va21nbm); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.